Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 408 mg/dl at the time of the incident. The customer claimed that the sensor glucose reading was way off their blood glucose reading and they were having high blood glucose. The customer reported that they feel okay for troubleshooting. The customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer was not calling back to perform a high pressure test. The customer alleged that the insulin pump was under delivering. The customer reported that they have a back-up plan available. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professionals instructions. The insulin pump and the reservoir will not be returned for analysis.